Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The cylinders were visually inspected and functionally tested and no defects were found. The momentary squeeze pump was visually inspected and no leaks were found. The pump was functionally tested and performed with specifications. No device defects were identified. Based on the investigation results an evaluation conclusion code of no problem detected was assigned to this event.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, the physician sized the patient and implanted the device. After doing a surrogate reservoir test, one of the cylinders would not deflate. The physician attempted to troubleshoot the pump unsuccessfully. He then deemed the pump defective and would not leave it in the patient. No patient complications related to device. Allegation was not confirmed via product analysis.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, the physician sized the patient and implanted the device. After doing a surrogate reservoir test, one of the cylinders would not deflate. The physician attempted to troubleshoot the pump unsuccessfully. He then deemed the pump defective and would not leave it in the patient. No patient complications related to device.